Manufacturer narrative:
Follow-up #1: date of submission 03/17/2016. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings. On investigation, the alleged casing issue was verified. A battery compartment crack was found on the side of the compartment traveling upward from the case seal. The pump powered up to the display with auditory and vibratory features. No tactile issues were found with the buttons.

Manufacturer narrative:
Follow-up #2 - submission date 03/17/2016; the product analysis evaluation date of 03/29/2015 was inadvertently reported in follow-up#1. The returned pump was evaluated on 02/29/2016.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue with the battery compartment. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.